Manufacturer narrative:
The device is available for evaluation, it has not been received.

Event description:
The customer reported that set extension 8 inch (20.32 cm) w/ microclave chemolock y connector rotating luer non-dehp tubing leaked chemotherapy (epirubicin) from below port attachment at connection side of clear plastic. It was further described that the chemotherapy was leaking all over patient's hand. The leak occurred at the second out of four syringes. There was patient involvement and unexpected care but there was no harm.

Manufacturer narrative:
Additional information: d10 - date returned to mfg: 10/22/2019, d11. H10: the unused device was returned for evaluation. No visible damage or anomalies were observed at any location along the fluid path. The extension set was pressure leak tested and met pressure leak expectations outlined in the product performance specification without leakage at any location along the fluid path. A photo was returned showing some pink fluid in the fluid path near the connection of the chemolock port to the y-sideport. It cannot be determined if the cl3950 extension set returned is the one shown in the photograph. The complaint was unable to be confirmed with hydro-static leak testing. The lot review was performed and there were no issues found.